Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. In addition, it was reported that the touch screen was frozen on the quick bolus feature. Reportedly, the frozen screen was cleared when the pump was reset. The customer's blood glucose level was 220 mg/dl.